Event description:
A hospital in (B)(6) reported several instances of the evaqua limb of an rt340 breathing circuit being pierced or split. This was found before patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: no complaint devices were returned as they had been disposed of by the hospital. In a telephone call the reporter, (B)(6), suggested the problem was "probably down to user misuse" and that at least two of the circuits were damaged due to incorrect use of circuit hangers. Results: a lot check could not be performed as no lot number was provided. Conclusion: it is most likely that the circuits were damaged during setup at the hospital. All circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).